Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a high blood glucose (bg) was 600 mg/dl with. A correction injection was administered to address the high bg. Ultimately the customer reverted to an alternate method of insulin delivery.